Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry, consistent with the reported field experience. The no output and no telemetry conditions were the result of lifted hybrid bond wires.